Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results. Siemens service team went onsite and replaced the polychromator (optical device). The initial patient samples run (post-replacement) indicate that the nbili low bias has been resolved. Please refer to b6 for post replacement patient results.

Event description:
The customer reported a low nbili result on the rp 500e when compared to two other non-siemens lab analyzers. There was no report of injury due to this event.